Manufacturer narrative:
One used and one unopened sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was flushed with water and no leaks were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris syringe set was broken: the following information was received by the initial reporter with the following: it was reported by the customer that patient infusing tpn, crack developed in bag to syringe line for lipids and was leaking, creating a wet contamination.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.